Event description:
Discordant estradiol results were obtained on two patient samples on an advia centaur instrument. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant estradiol results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer informed the tsc specialist that she had put a bottle of base solution in the wash 1 bottle position. Patient samples being tested for estradiol were running during the time this occurred. The tsc specialist advised the customer to discard the contents of the reservoir, replace the base solution with wash 1 solution, and prime the fluid bottle and fluid lines. The customer did so and then ran quality controls, which were within range. All patient samples were then rerun, and it was discovered that the rerun results for two patient samples did not match the initial results. The cause of the discordant estradiol results was user error. The instrument is performing according to specifications. No further evaluation of this device is required.